Event description:
It has been reported to philips there was an unspecified battery or device issue.

Manufacturer narrative:
Available details indicate that the customer had reported an unspecified battery or device issue. A good faith effort was made to obtain additional information associated with this complaint evaluation & resolution, but there is no additional information available. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Insufficient information is available to support final failure analysis. The device was not available for investigation. Based on the information available there is insufficient information to confirm the reported problem. The customer declined support and the status of this device is unknown. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.